Manufacturer narrative:
Evaluation summary: though the capsule was not received for evaluation, the study was received. Based on the data that was collected during the procedure, the total time of the study was 47:44 instead of the 48 hours. The study started with a normal ph value and then there was a reading below the 1 ph value. After the initial value drop, the ph value increased to high ph reading for which the ph value was above 8 for the remainder of the study. A review of the device history record indicates that the product was release meeting finished product specification. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule detached from the delivery system and attached to the esophagus, however the capsule detached from the esophagus prior to the end of the procedure. They had a bravo capsule which detached prior to the end of the procedure. There was no harm to the patient and the account is unsure if a repeat procedure will be performed at this time. No other known adverse events were reported.